Event description:
It was reported via repair work order that the brakes would not remain engaged due to damaged brake cam. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: did not have needed part. Case transferred to emsar for repair completion.